Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 3/12/2019. Device returned to manufacturer: yes. Device evaluation: the complaint sample consisted of the activated syringe (containing approximately 0.3 ml of remaining expellable solution), the plunger rod, the cylinder holder and the customer¿s blunt plastic cannula with protection sheath. The assembled syringe was placed into a plastic bag. Based upon the results of the investigation of the complaint syringe, no observations have been made which can confirm the customer¿s report nor has this investigation indicated that the healon pro product was the cause of the reported incident. Therefore, no product defect/malfunction/or non-conformance has been determined which could have led to the customer¿s observation. The product retain sample testing was performed and the result was within product quality specification for healon pro 10mg/ml and at the same level as the time for release. Product deficiency was not found on retain samples. Manufacturing records review: the manufacturing records for the product was reviewed. No nonconformity or deviation related to current complaint was found. The product was manufactured according to specifications. A search in complaints history revealed two complaints have previously been reported on this batch, not similar to current complaint. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, the results from retain testing are within specification and the investigation of returned sample cannot confirm the customer`s report nor indicate that the healon pro product was the cause of the reported incident. Based on these results together with the manufacturing record review and nonconformance review there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: not applicable; healon pro is not an implantable product. If explanted; give date: not applicable; healon pro is not an implantable product. (B)(6). (B)(4). All pertinent information available to johnson & johnsons surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor had an issue with the healon pro during use. The cornea had been clouding during ccc (continuous curvilinear capsulorhexis) and was before pea (phacoemulsification aspiration). They eye began to cloud at the 1-2 o'clock position. Finally, the surface of lenticular could not be confirmed even though the corneal epithelium was peeled, the situation was the same. Therefore, the surgery was stopped. The surgery was restarted with a non j&j product in the early evening, same surgery day. The next day, the condition of cornea was the same as the end of the surgery. Two lots number of healon pro were used that day during surgeries; however, the doctor did not know which lot of the healon pro was used for the surgery. On (B)(6) 2019 intraocular pressure: 17mmhg. On (B)(6) 2019 intraocular pressure: 14mmhg.